Event description:
It was reported that during a video assisted thoracic surgery (vats) procedure, the device was not fired. The last third cartridge was not stapled. Unk how case was completed. Surgery was prolonged 15 minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.